Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device was fully deployed and had delivered the suture as evident by both cuffs being captured and the knot being formed. Based on these findings the reported needle to cuff miss can not be confirmed. The analysis also notes that the complete suture was returned pulled out of the device with the knot formed and slightly tightened. The return of the complete suture pulled out of the device, the size of the suture loop, the knot being formed, and the presences of tissue at the knot indicates the suture was pulled out of the ateriotomy during device removal or knot advancement due to incomplete or partial tissue capture. The sutures being pulled out of the artery prevented achieving hemostasis with this device. Based on the analysis the reported needle to cuff miss can not be confirmed. The analysis did not indicate any evidence of a product quality deficiency. It was reported the femoral angiogram had showed moderate calcification at the access site. Per the instructions for use: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. It could not be conclusively determined to what degree if any the patient anatomical condition contributed to the event in this case. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A search of the lot history record and was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. In addition, a query of the complaint handling database was performed and there is no indication of a lot specific product quality deficiency.

Event description:
It was reported that arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device after a diagnostic cerebral angiogram. Reportedly, during deployment of the plunger a cuff miss occurred. The device was removed and a second proglide was used with the same results. Hemostasis was achieved using manual arterial compression and a non-abbott closure device. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No clinically significant delay in the procedure was reported. Additional information was not provided.